Manufacturer narrative:
(B) (4)

Event description:
It was reported the recharger displayed a power on reset (por) message. The device was recharging. The patient had a programmer in the car and was planning to attempt to clear the por after recharging. The outcome was unk. Additional information has been requested.